Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the last basal delivery was on (B)(6) 2014 and the last bolus delivery was on (B)(6) 2014. The black box revealed that the date and time was manually changed from (B)(6) 2014 11:26pm to (B)(6) 2014 11:29pm. The pump history revealed no alarms outside of normal patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully passed a delivery accuracy test. Unrelated to the complaint, the battery compartment was found to be cracked near the case seal. Also unrelated to the complaint, the display was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the pump was giving inaccurate continued glucose monitoring readings (cgm). The reporter reportedly tried to change out the sensor and the issue was not resolved. The reporter believed there was an issue with the pump and wanted the pump replaced. The patient reportedly started using on a loaner pump for treatment. It was indicated that the patient was giving correction injections and so the total daily dose was not accurate. The complaint is being reported due to the allegation there may have been an issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.